Event description:
It was reported that the speaker was not working; there was no sound on alarms, when changing volume, or when booting up. A reboot did not resolve issue. The customer biomedical engineer (biomed) found that the speaker was unplugged at the computer, and the issue was resolved. The device was in clinical use at the time the issue was reported. There was no adverse event or patient harm reported. At the time of this report, it was unknown what caused the speaker to become unplugged.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A good faith effort (gfe) confirmed, further that some wires were unplugged from the computer in the idf room. Tracing and putting the wires back together resolved the issue. Information in the gfe also indicated, that it was unknown, how the speaker became unplugged. No further action is required at this time. If additional information is received, the complaint file will be reopened.